Event description:
The customer reported that after turning on the unit prior to use on a pt, the unit "failed with a code #57". The pt was switched to another unit and therapy was initiated. No pt injury was reported.